Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on multiple male patients. The results provided were:on (B)(6) 2026 sid (B)(6): initial= 251.0 ng/l /repeated on alinity ai21537= <2.7 ng/l /repeated on (B)(6) 2026 on (B)(6)=3.0 and <2.7 ng/lredrawn and repeated after 2hrs on alinity (B)(6)= <2.7 ng/lredrawn and repeated after 4hrs on alinity (B)(6)= <2.7 ng/lsid (B)(6): initial= 232.2 ng/l /repeated on alinity ai21537= <2.7 ng/l /repeated on 30jun2026 on (B)(6)=<2.7 and <2.7 ng/lredrawn and repeated after 2hrs on alinity ai21531= <2.7 ng/lredrawn and repeated after 4hrs on alinity ai21531= <2.7 ng/llaboratory reference range for troponin=< 14.0 ng/l; critical cutoff= >200.0 ng/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.